Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a low oxygen supply pressure alarm. No patient harm reported.

Manufacturer narrative:
The customer reported the maintenance department found a faulty valve in the hospital facility supply lines. The valve was replaced and this corrected the issue. There were no parts replaced on the v60 device.